Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to gastroparesis. Customer stated that while she was hospitalized she had problems with her insulin pump and her blood glucose went high. Customer blood glucose reading at the time of hospitalization was over 600 mg/dl and was treated with insulin drip. Nothing further was reported.